Event description:
The device was used to check the pt's blood glucose and a reading of 223 mg/dl was obtained. They felt light headed and passed out. They were using strips that were stored out of the original capped manufacturer's vial. Controls were not used. Emts were called and their meter read 20 mg/dl. They were taken to the hosp and treated with a glucose IV. The device was replaced and authorized for return to the MFR for eval.